Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and was able to verify customer's reported problem. The service technician confirmed analog board transducer fault. As a resolution, the analog board was replaced.

Event description:
The customer reported that the lap top ventilator 1150 alarm board transducer fault. As of this time there is no information about patient involvement associated in this reported event.